Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the right cylinder had migrated out of the copra and into the scrotum. The ipp was cycling as intended, however the cylinder failed to remain in the corpora. The existing cylinders, and pump components were explanted and replaced as a result. The reservoir component remains implanted in the patient. The patient was reported to be doing well after the procedure. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.